Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was a lead insertion difficulty during the procedure and that the physician backed out the setscrew and then was unable to tighten back onto the lead. It was noted that the setscrew was not seated correctly and the physician couldn¿t access the opening with inserting the lead into the implantable pulse generator (ipg), the screw was backed out but the screwdriver wouldn¿t catch the screw, and there was a defect. A different ipg was used and the physician was able to press down very hard with the torque wrench to get the setscrew to tighten onto the lead. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis: analysis of the ipg 3058 interstim ll (serial#(B)(4)) found the setscrew was backed out too far. An attempt was made to screw the setscrew back into place, but was unable to as it was cross threaded. Was able to get good stable output on #1, #2, and #3 with known good lead but had to poke through the connector port to make contact with #0 due to the setscrew not being able to screw into place. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who didn't have any details on the patient's weight. They added that they reached out to the healthcare provider's (hcp) office and they didn't have any details to provide either. No further patient complications have been reported as a result of this event.